Event description:
The customer reported to maquet that a surgical cupola fell down while a nurse was pre-positioning it prior to a surgery, without pt in the operating room. The customer did not report any injuries. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) inspected the device and found that the sleeve securing the light head to the spring arm was cracked, allowing the retaining pin which secures the light head to the spring arm to move out of position, facilitating the light head detachment. The fst has replaced the damaged sleeve and returned the light to service. Additionally, the fst inspected the sleeves in the other rooms to ensure no add'l sleeves were damaged. Exemption: (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.